Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided. Available information suggests that anatomical factors likely contributed to the event. Based on the information provided, the patient had degenerative mitral regurgitation (dmr) with notable fragile leaflets and a flail. Although device navigation was uncomplicated and no significant indentations or clefts were observed, leaflet fragility and the reported flail made grasping challenging. This leaflet condition may have impeded adequate leaflet engagement during device release, ultimately contributing to the occurrence of the slda. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per new information received, the patient did not require any additional treatment.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During procedure, a single leaflet device attachment (slda) occurred in the first device. The patient had degenerative mitral regurgitation (dmr). During the procedure, there were no difficulties navigating the device, and no indentations or significant clefts were seen in the leaflets. However, capturing the leaflets was challenging due to their fragility. Both of the leaflet grasps were optimized and there was full leaflet insertion on both leaflets. The initial strategy was to use two ace devices because of the large flail. A total of two pascal devices were implanted: the first ace device was implanted lateral in anterior-posterior position (a2-p2) with 12-6 orientation. During device release, an slda of the posterior mitral leaflet occurred from the first ace. Second device was implanted in anterior-posterior position (a2-p2) with a 12-6 orientation. A third device was attempted to be implanted in the patient, but a bail-out was performed for the third device. The initial mitral regurgitation (mr) grade was severe, it was severe after the slda happened, and it was moderate/severe after the procedure. Patient was in stable condition after the procedure. The root cause of the event was attributed to fragile leaflets with flail.